Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient visited the emergency room (ER) because he felt his heart beat elevated. Once in the ER, the patient's pulse was found normal. However, the patient was admitted because his blood pressure was affected. Allegedly, medical personnel determined one of the patient leads was bad. The following cardiologist was informed and patient will be checked on follow up visit. The implanted system remains in service. No additional adverse patient effects were reported.